Manufacturer narrative:
MFR completed the entire form. The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
The reporter stated that the device was programmed to infuse at a rate of 0.4ml per hour and when the device was moved the programmed rate increased to 10ml per hour.